Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display; half of the screen could not be read. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that the insulin pump was bumped. The customer was advised to revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit received with missing segment due to cracked lcd glass. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.